Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Reamer handle screws fell out in tray. Case type / application: tha 4.1 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.